Manufacturer narrative:
The date of the event(s) is unknown. According to the article this event occurred in 2017. For this reason, the first day of the year was used as the occurrence date. Article reference: eng, marvin h., faraj kargoli, dee dee wang, tiberio m. Frisoli, james c. Lee, pedro s. Villablanca, hassan nemeh et al. Short and mid term outcomes in percutaneous mitral valve replacement using balloon expandable valves. Catheterization and cardiovascular interventions (2021). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve or ring who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling. Therefore, the device labeling (ifus and training manuals) does not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl and lvot obstruction could not be determined with the information provided by the authors. The cause of death was not reported. However, there is no evidence or allegation an edwards device caused or contributed to the death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, short and midterm outcomes in percutaneous mitral valve replacement using balloon expandable valves, from august 2013 to december 2019, a total of 88 cases of transcatheter mitral valve replacement (tmvr) were performed at single center. A total of 38, 31, and 19 patients were treated with a valve-in-valve, valve in ring or valve in native mitral annulus, respectively. Post implant of a 29mm sapien 3 valve in the native mitral position with mitral annular calcification (mac), the patient developed moderate pvl and left ventricular outflow tract obstruction. Pvl closure was performed. The patient expired while in the hospital.